Manufacturer narrative:
E1 initial reporter phone: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a pentaray nav high-density mapping eco catheter and immediately after insertion into the patient's cardiac cavity there was no irrigation. The pressurized bag was reconnected, but the issue persisted. No irrigation pump was used in this procedure. The issue was resolved by replacing the catheter to another new one. The procedure was completed without patient's consequence.

Manufacturer narrative:
According to the information received, it was reported that the irrigation was not working properly, using a pentaray nav eco. The device was returned to biosense webster (bwi) for evaluation on 30-may-2024. Visual inspection and irrigation test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test since the irrigation tube was found folded at the tip section. A manufacturing record evaluation was performed, and no non-conformances related to the reported complaint condition were identified. The irrigation issue reported by the customer was confirmed. The potential cause of the folded irrigation tubing cannot be established. The instruction for use (IFU) contain the following warning and precautions: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).